Event description:
It was reported that the implantable loop recorder stored an asystole episode. Review of the strip indicates that it appears to be loss of electrode contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).